Event description:
A professional customer reported an issue with the piston on the arm device. They reported the metal plate had detached from the piston and it was unclear if it was accidentally removed by facility staff. The customer did not report this occurring during patient use.

Manufacturer narrative:
The investigation of the arm associated with this complaint is underway and the root cause is not currently known.